Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On june 18, 2024, senseonics was made aware of a false hypoglycemia event where the eversense system asserted low glucose alert even though the blood glucose (bg) value was in normal glucose range and the user did not have any hypoglycemia symptoms. The incident happened on 18 -jun-2024 at around 12:30 am. The user reported that sensor glucose (sg) value was 3,7 mmol/l, but did not measure bg value as he was sleeping. He continued sleeping as his symptoms did not match the hypoglycemia event.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense system. The initial investigation analysis confirmed the customer reported differences in glucose values. The system had asserted low glucose alerts and the customer did not measure blood glucose (bg) value nor took any actions since he considered that his symptoms did not match a hypoglycemia event. In addition, the initial investigation analysis revealed that the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for return and replacement of the sensor. Upon receipt of the sensor, a visual inspection was performed which revealed that a portion of the chemical component of the sensor was missing over sensor's optics and the back of the sensor. Thus, no functional testing was possible and the root cause of the issue could not be determined. The missing chemical component inside the sensor would have most likely occurred due to damage caused by excessive force applied by the removal clamps during explanation procedure. A further review of the sensor glucose data in dms showed significantly low signal and reference channel values and declining sensor performance since insertion. The potential root cause for such failure mode may be related to an issue with the in-vivo state of the sensor's chemical component which is not reproduced in the lab. As part of resolution, a return material authorization was issued for sensor replacement. This incident does not require any further investigation. B4. Date of this report updated to 17 september 2024. G3. Date received by the manufacturer? 30 july 2024 h3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.